Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The cause was unknown. Reportedly, a correction injection was delivered, and a supply change was done to address bg. Tandem technical support provided education with pump sleep mode. Recommendation was made to call back if they need further assistance. No additional patient or event information was available.